Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that a 1104 "backup alarm failed" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 1104 "backup alarm failed" alarm error occurred. The remote service engineer (rse) evaluated the device with the customer and found that the 1104 error code was logged in the event log. The customer requested onsite repair per contract, and a field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse replaced the motor controller (mc) printed circuit board assembly (pcba), central processing unit (cpu) pcba, and power management (pm) pcba, after which the issue was resolved. All required tests were completed per manufacturer specifications, and the device is cleared for clinical use. Further case information regarding whether the 1104 "backup alarm failed" alarm error occurred at power-on self-test (post) is still pending.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 "backup alarm failed" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 1104 "backup alarm failed" alarm error occurred. The remote service engineer (rse) evaluated the device with the customer and found that the 1104 error code was logged in the event log. The customer requested onsite repair per contract.

Manufacturer narrative:
A review of the diagnostic report (drpt) that was provided by the fse revealed that the 1104 "backup alarm failed" alarm error occurred at power-on self-test (post) which is deemed not reportable. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.